Manufacturer narrative:
Original evar was performed on (B)(6) 2016. During follow-up on the (B)(6) 2019 type iiib endoleak was observed. On the (B)(6) 2020 the patient underwent a further procedure in which the physician implanted a cuff (gore, 28mm) in the main body and placed two further legs (gore, 23mm*14cm) upside down in the cuff from both sides. Then finished the procedure with a reliant balloon catheter to fixate the devices. This resolved the type iiib endoleak issue and the procedure was finished. The physician reported that the endoleak was occurring in the main body. Stent grafts that use stitching to attach the stent to the graft (such as intelliflex) are often noted to have small leaks around the needle holes. These leaks usually resolve spontaneously intra-operatively as a consequence of the thrombogenic pathway. Lombard medical performs various inspection steps of the finished stent graft as per cwi 112 (stent graft inspection), including a visual check for fabric damage and holes in the fabric. The stent graft was inspected and passed the inspection steps as per cwi 112. There is no information to suggest malfunction of the implant. All inspection and manufacturing activities met specifications.

Event description:
Type iiib endoleak.